Event description:
On (B)(6) 2011, the pt was implanted with four gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. On (B)(6) 2011, the pt underwent a f/u computed tomography that revealed an unspecified endoleak with minimal aneurysm growth. Amount of growth is unk. On (B)(6) 2011, the pt underwent an angiography that revealed a possible type ii endoleak. The physician will continue to monitor the pt.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l devices: 7219013/pxc181000, 7046103/pxa230300, 06536718/pxc201200.